Event description:
The customer reported a malfunction in the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, and the customer was advised on steps to return the faulty pump using a pre-paid label within 10 days. The customer understood the instructions and indicated they would contact their healthcare provider for a backup insulin therapy.